Event description:
As reported: occlusion of artery post manta deployment. Surgical cut down performed. Additional information on 15aug2022: after deployment of the 18f manta, a post angio was taken. We observed an occlusion in the common femoral artery. At this time the physician attempted to cross with a guidewire to balloon the occlusion. The physician was unable to cross, and another angiogram was taken. At this point it was observed that the artery was dissected. The cardiac thoracic surgeon who was involved in the case successfully performed a cut down and repaired the artery. The entire manta was explanted. Patient went to the unit in stable condition. During a tavr procedure, a single micro-puncture access was obtained under ultrasound guidance in the mid/lower femoral head of the left cfa. The vessel size measured 6.7mm and had little to no calcification at the access site. There was no reported tortuosity in the vessel. The manta depth was measured at 5.5cm + 1cm. There were no issues with advancing or withdrawing procedure sheaths during the tavr case. Prior manta deployment, the bp was 110/60mmhg, the act was 210, and protamine and heparin was administered intravenously. The manta was deployed at the measured deployment depth.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and indicate an occlusion present at the manta access site. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the left common femoral artery. Micropuncture and ultrasound were utilized to gain a central/lower positioned access. The arteriotomy was 6.7mm, minor calcification at access and mild calcification lower, with a depth measurement of 5.5cm +1cm. No issues were encountered advancing or withdrawing of the procedural sheaths. Following deployment, a post angiogram revealed an occluded common femoral artery. The physician attempted to cross with a guidewire to balloon the occlusion, however, was unsuccessful. Another angiogram was taken, now indicating a possible dissection present. The surgeon familiar with the case was called in, and chose to do a cut down, explanted manta, and repaired the artery. The patient was transferred to the unit in stable condition. It is likely the cause of the occlusion is from a dissection, possibly causing manta to prop the dissection open, blocking flow. An angiogram submitted indicated the presence of an occlusion at the manta access site. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: vessel laceration or trauma.